Manufacturer narrative:
Establishment name:(B)(6) based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient husband placed the cannula near the umbilicus, at approximately 2cm which leads to the development of nodules, edema with redness, swelling and pain in the right area at the previous injection site and physician advised augmentin 1000mg, along with the application of bactroban cream.